Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that microbial growth was observed on the bd bbl¿ plate tsa 5prct sb 90mm. There was no indication that results were reported, and there was no report of patient impact. The following information was provided by the initial reporter: "medium contaminated a big contamination problem, 200 plates affected."

Event description:
It was reported that microbial growth was observed on the bd bbl¿ plate tsa 5prct sb 90mm. There was no indication that results were reported, and there was no report of patient impact. The following information was provided by the initial reporter: "medium contaminated a big contamination problem, 200 plates affected."

Manufacturer narrative:
H.6. Investigation: this statement is to summarize findings on the recent complaint against trypticase¿ soy agar ii with 5% sheep blood, catalog number 254087, lot number 1335202. Event description: it was reported that 200 plates would be contaminated. Complaint history review: the complaint trends were reviewed and for this product lot, several complaints were reported for contamination issues. Therefore, a trend was identified, and further investigation was performed. Batch history record (bhr) review: the batch history review was performed. As part of the investigation, the ingredients of this medium were reviewed. During this review, no deviation was detected. Sample analysis: pictures were provided for evaluation. Based on the pictures, the contamination could be verified. Retain samples were reviewed for this lot. During this review, contamination could be detected in one plate. Evaluation results: at this stage of our investigation, we have excluded any systemic failure in our manufacturing process. A material review board (mrb) was conducted which led to a situation analysis (sa). The performed investigation showed that the origin of the contamination was associated to cleaning of the filling tubes within the production line. For implementing corrective and preventive actions, a CAPA was created. Please note that this product does not have an sal (sterility assurance level) claim. It is filled aseptically, therefore an occurrence of a contamination event cannot be entirely ruled out. Investigation conclusion: based on the evaluation of the report the complaint is confirmed. A CAPA was created for contamination issue. Further investigations and action items are being performed within the CAPA. We would suggest to set aside, and not use, any prepared plated media that does not meet the appearance specification as it is described on the bd certificate of analysis. This is consistent with industry recommendations for inspection of culture media prior to use (e.g. ¿good practices for pharmaceutical microbiology laboratories¿, who technical report series, no. 961, 2011, annex 2; chapter <1117> ¿microbiology best laboratory practices¿ the united states pharmacopeia; and the difco & bbl manual).